Manufacturer narrative:
Continuation of d10: product ID: 105-5091-150 (b559096). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil prematurely detached and that the catheter leaked. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the posterior communicating artery with a max diameter of 5.13mm and a 3.1mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The accessed vessel was the femoral artery with a diameter of 20mm. It was reported that during aneurysm embolization, the coil was delivered through the microcatheter, and the coil automatically detached itself in the microcatheter. The whole part was removed and replaced with a new one. The coil was withdrawn from the body integrally with the microcatheter. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. Additionally, it was reported that the catheter leaked in the distal section. The catheter was inspected or tested prior to used. The leak was observed during use. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the catheter leak and premature detachment was not determined.

Manufacturer narrative:
H3: the axium prime device was returned for analysis. The actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found bent at ~3.0cm from the proximal end. The coin was found still against the lumen stop. The shield coil was found undamaged. The implant coil was already detached and found damaged. The retainer ring was found damaged. The inner diameter of the retainer ring could not be reliably measured due to the damaged condition. No other anomalies were observed. Based on the analysis performed, the customer report of ¿premature detachment" was confirmed. It is likely the damage found with the retainer ring caused the detach element to slip out and detach the implant coil. Possible causes of the damages are patient vessel tortuosity, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation or advancing/retracting the device against resistance. Customer reported vessel tortuosity as moderate, no friction/difficulty during delivery, no coil repositioning occurred, the pusher was not rotated, continuous flush was administered, and devices were prepared per IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.